Manufacturer narrative:
Investigation description complaint was confirmed and duplicated. Alert 41 was present in notifications menu; restart did not clear alert. The device was opened and the leadscrew was found broken.

Event description:
It was reported that an ilet displayed alarm 41 for insulin absolute range error, which persisted after a restart, with the pump battery at 95 percent, leading to determination that a replacement was needed and backup therapy was advised. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a device mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.